Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx plus valve; product ID evfxplus-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient with a pre-existing first-degree atrio- ventricular block, right bundle branch block, and left anterior fascicular block, complete heart block (chb) occurred during advancement of the valve and delivery catheter system. The valve was recaptured four times prior to the successful implant. Additionally, a blood transfusion of one unit was administered during the procedure. Following the valve implant, a permanent pacemaker was implanted due to the chb.